Event description:
It was reported that during an unknown procedure, two (2) fast fix 360 failed the same way. The t2 did not deploy t2 correctly. T1 from both devices were left secured in the patient. One of the t2 implants was removed using bitter and the other t2 implant was removed using bitter and a shaver. The procedure was successfully completed without surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. H2: corrected data on g4.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an unknown procedure, two fast-fix devices did not deploy t2 correctly. The procedure was successfully completed without surgical delay using a smith and nephew back up device. No further complications were reported.